Event description:
It has been reported to philips that the ECG monitoring won't register when the cables are plugged in.

Event description:
It was reported to philips that the user is unable to acquire ECG reading on the device.